Manufacturer narrative:
Technician found that the right siderails were not staying up due to missing the latch ping and sprung. Replaced the latch ping and spring to resolve this issue. Bed location - basement hospital.

Event description:
Information received that the right siderails were not staying up. No injury reported.